Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks on the terminal pin. The lead passed all testing and was electrically continuous. The allegations were not confirmed by laboratory testing.

Event description:
Boston scientific received information that during the implant no pacing spikes were seen on the electrocardiogram when testing this right atrial lead. The lead was not used and will be returned. A fault with the lead was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
At this time the lead has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Subsequently this lead was explanted and returned. Upon analysis this investigation will be updated.